Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient¿s blood glucose level had reached approximately 600mg/dl. They reported waking in the middle of the night with significantly elevated glucose levels and attempted a correction bolus; however, their blood glucose remained above 500mg/dl. The patient was treated in the hospital with intravenous fluids, potassium, electrolytes, and insulin. The patient stated that at the time medical attention was sought, they were not using the pod due to a communication error that prevented the device from connecting. The patient reported that after obtaining a new pod, they were able to activate it successfully, pair the sensor, and resume normal operation. The patient was discharged the following day, (B)(6) 2025. No further information has been provided.